Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation and data was not provided. The reported complaint of inaccuracies cannot be confirmed. A root cause could not be determined. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and a hyperglycemic event that occurred on (B)(6) 2015. Sensor was inserted on (B)(6) 2015. Patient reported that at the time of the event, the cgm displayed a bg value of 200mg/dl and the fingerstick value read 500mg/dl. Patient contacted her doctor and was instructed to take insulin and watch her blood sugars. At the time of contact, patient was in good condition. No additional event information was reported.